Event description:
(B)(4). Initial report: this non-serious case from (B)(6) was reported by a physician via a company sales representative and forwarded by our local affiliate (B)(4). This case involves a female (age unknown) patient who received poly-l-lactic acid (sculptra) therapy two years ago. Relevant medical history and concomitant medication was not reported. On an unspecified date, the patient developed belated inflammation, two years after poly-l-lactic acid administration. No further information was provided. At the time of this report, the event remains ongoing. Reporter's causality assessment: not provided